Event description:
It was reported that the patient developed a post-op infection. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow up with the reporter provided additional information that the patient developed a wound infection at the open dcr (distal clavicle resection) site, not at the mini-open rcr (rotator cuff repair) site. The patient was treated with two I&d procedures and intravenous antibiotics. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Note: this is the second of three infection complaints from the same facility, same time frame. The device was requested for evaluation but was not returned because it remains implanted, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Relevant patient health history and preexisting medical conditions and well as result of cultures taken/type of organism(s) identified were requested but not provided. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Remains implanted.